Event description:
Describe event or problem: complaint submitted through clinical literature search review. Limited information provided and it is unlikely further information surrounding the patient or event will be provided. No lot number or item number was specified. One article on biomend extend included in the analysis a study includes a total of 731 patients. There are a total of 44 implant failures cases reported. It is not clear how many patients are involved, as data are reported by implant sites. This single complaint was reported with multiple events. Title of literature: peleg, m., garg, a. K., & mazor, z. (2006). Predictability of simultaneous implant placement in the severely atrophic posterior maxilla: a 9-year longitudinal experience study of 2,132 implants placed into 731 human sinus grafts. International journal of oral & maxillofacial implants, 21(1), 94-102. The study examined the long-term success of placing dental implants simultaneously with sinus grafting in patients with severely atrophic posterior maxillae. The background emphasized that traditional protocols required at least 5 mm of residual bone for implant stability, but this study explored outcomes with as little as 1-2 mm. Over 9 years, 2,132 implants placed into 731 sinus grafts showed a high cumulative survival rate demonstrating that simultaneous implant placement can be a predictable and effective treatment even in cases with minimal residual bone.